Manufacturer narrative:
Additional information added to h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. During visual inspection of the provided videographic sample, an external leak was observed originating from the drain bag sealing near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. The most probable root cause is a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported an external fluid leak was observed originating from the effluent bag of a prismaflex st100 set during continuous renal replacement therapy. An ¿unintended patient fluid¿ error message triggered, and leakage was noted from the effluent bag. Treatment was discontinued and the set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.